Manufacturer narrative:
The customer¿s report of a leak from the texium syringe bond was not confirmed. Visual inspection noted the syringe cap appears to have dried red/orange colored medication within and on the threaded areas. There are no signs of medication leaking from the bonded area observed. Functional and pressure testing was performed; there were no leaks observed around the valve and bonded areas of the syringe. The root cause was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from a texium bonded syringe while pushing doxorubicin 53mg (26.5ml). There is no report of patient or provider harm.